Manufacturer narrative:
The customer's report was observed during review of the device activity logs. The device was put through extensive testing, which included fast testing, hla testing and reconfiguration without duplicating the report. The firmware was re-installed as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.